Event description:
The healthcare provider (hcp) reported the spinal cord stimulator (scs) was not working. The hcp said the patient stated the scs had not worked for about a year. The hcp had no additional information. There were no applicable symptoms reported. Relevant medical history included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.